Manufacturer narrative:
Supplemental submitted to indicate that the power prongs on the power cord were found to be bent/damaged.

Event description:
It was reported the power cord was damaged, resulting in exposed bare wires. It was further reported there were bent/damaged power prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the power cord was damaged, resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.